Event description:
A surgeon reported a patient presented with tass (toxic anterior segment syndrome) sometime after having a cataract extraction procedure on (B)(6) 2011. The actual timing of the event is unknown. A vitrectomy and sample of the vitreous was performed on (B)(6) 2013. The results of the sample indicated presence of granular material; no inflammation. Unspecified eye drops were prescribed every hour in the beginning, then decreasing progressively. The patient was noted to react well to this treatment. The surgeon indicated the possible cause of the tass could be the cleaning and sterilization of the phaco handpiece. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).